Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.

Event description:
It was reported that the batteries leaked fluid from the interpulse handpiece. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
Upon visual inspection corrosion was found on the batteries.

Event description:
It was reported that the batteries leaked fluid from the interpulse handpiece. Attempts to obtain additional information were made, but were not successful.